Event description:
The customer reported an emergency room visit due to low blood glucose. He stated that it was completely his fault, he should have taken the insulin pump off because he had a very active and strenuous day; he was cutting trees and was sweating a lot. He woke up in the middle of the night and his vision was blurred. He tried treating the low blood glucose but it did not work, so he went to the emergency room. The blood glucose at the time of the admittance was 21 mg/dl. The customer was treated with IV for an hour and a half and then was released. At the time of the phone call the customer was also reporting an alarm that he received on the insulin pump three to four weeks prior to the call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.